Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) intermittantly emitted beep tones. The patient was referred to his following physician to have the ICD interrogated.